Manufacturer narrative:
Device was used for treatment, not diagnosis. Device used in a veterinary case - no patient information will be reported. This report is for unknown - veterinary, drill bit/unknown lot number. Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Veterinary complaint: it was reported during a tibial plateau leveling osteotomy (tplo) surgery on (B)(6) 2016, while attempting to drill a hole in number one, the drill bit broke off inside the bone. Screws were placed in holes number four, six, and a non-locking screw in a hole number two. Surgeon tightened four and six to achieve a compression. Surgeon placed the drill guide into a hole number one and attempted to drill a hole with a 2.8mm drill bit. The drill bit promptly broke off inside the bone. The drill bit impinged upon the screw in hole number two. The number one hole can no longer be used. The drill bit broke off in the bone filled the screw trajectory preventing screw placement. Surgeon was unable to get a 3.2mm screw in that hole even after attempting to direct it distally and medially because the broken bit was in the way. Surgeon was able to wiggle a 2.7mm screw past the broken bit at such an angle that the head impinged upon the plate giving some modicum stability. Surgeon stated that the screw impingement could have been avoided by using the locking drill guide to determine the trajectory of the non-locking screw in the number two plate hole. Instead, surgeon placed it freehandedly and managed to inadvertently placed it directly into the trajectory of the locking screw in the number one plate hole. The drill bit struck the previously-placed non-locking screw and broke off, obstructing the trajectory for the locking screw of the number one plate hole. Patient was an adult canine. Synthes tplo plate was attached to the distal segment of the bone following osteotomy with 3.2mm cortical screws in holes numbers four, five, and six. The non-locking screw was placed into hole number two using a standard drill guide not the one used to place locking screws. The trajectory of this screw hole was chosen at random by the surgeon. As it happened, the non-locking screw placed in the hole ended up directly in the path of the trajectory of the hole number one locking screw. After placing the locking screw drill guide into plate hole number one, the 2.8mm drill bit was driven into the bone, whereupon it struck the previously placed screw hole number two, causing the drill bit to break off inside the cortex of the bone. The broken bit prevented the possibility of re-drilling and placing a locking screw in this plate hole. Surgeon was able to get a 2.7mm cortical screw past the drill bit and engage both cortices, which provided some modicum of purchase at this plate hole. Hole number three was stabilized in a standard fashion with a locking screw. The non-locking screw in hole number two was removed, and the locking drill guide was employed to insert a locking screw in hole number two. Surgeon believes the fixation was adequate and left all implants in the patient and discarded the broken drill bit. The procedure was correct on subsequent patients by placing all non-locking screws into trajectories determined by using the locking drill guides. Patient is expected to do well. This complaint involves one (1) device and is linked to (B)(4). Concomitant devices reported: non-locking screw (unknown part number, unknown lot number, quantity 1), plate (unknown part number, unknown lot number, quantity 1), 2.7mm screw (unknown part number, unknown lot number, quantity 1). This report is 1 of 1 for (B)(4).